Event description:
A customer reported ¿6202 printer paper empty¿ after the printer paper was replaced on the aia-900 analyzer. The customer stated the printer retaining lever is possibly broken and confirmed the correct printer paper was used but not automatically being fed after installation. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log and visually seeing the paper red error light. Fse attempted to advance paper through the printer, but the print was unsuccessful. The fse replaced the printer and validated the analyzer by successfully running quality control with results within acceptable range and results printing results without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. (6202) printer paper empty cause: when a printing operation was performed, a ¿no paper¿ status was detected. Action: replenish the recording paper. If there is paper, set it correctly, set the printer lever correctly, and then try performing a paper feed operation. If the trouble persists, contact tosoh local representatives. It will be necessary to check the printer. The most probable cause of the reported event was due to the faulty printer.

Manufacturer narrative:
The thermal printer was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported 6202 printer paper empty error was due to the unexpected electrical failure. The most probable cause of the reported event was due to the failure of the thermal printer.